Event description:
It was reported when the triclip delivery system (tcds) was opened, the grippers were not symmetrical. One was at 120 degrees and the other was at 115 degrees. The device was prepped and the grippers were actuated. However, one gripper did not lower all the way. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close) and product quality problem associated with asymmetrical grippers. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and the results of the returned device analysis (unable to confirm the reported issues), a cause for the reported difficult to open or close associated with a single gripper actuation issue and product quality problem associated with asymmetrical grippers could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.